Manufacturer narrative:
The heater/cooler 16-02-80 is not distributed in the USA, but it is similar to heater/cooler 16-02-85, which is distributed in the USA (510k#: (B)(4)). Sorin group (B)(4)manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that there was a general increase in the bacterial colony number in the hypothermia circuit of the sorin heater-cooler system 3t, however there was no evidence of non-tuberculous mycobacteria. There was no reported patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that there was a general increase in the bacterial colony number in the hypothermia circuit of the sorin heater-cooler system 3t, however there was no evidence of non-tuberclulous mycobacteria. There was no reported patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that there was a general increase in the bacterial colony number in the hypothermia circuit of the sorin heater-cooler system 3t, however, there was no evidence of non-tuberculous mycobacteria. There was no reported patient involvement. The customer has stated that the involved unit has been removed from service and they plan to replace the unit with a new device in the future. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current instructions for use (IFU).